Event description:
It was reported that there was a separation between the main body and twist clamp of a minicap extended life pd transfer set. This was observed during use of the device for peritoneal dialysis therapy. The transfer set was replaced. There was no report of patient injury or medical intervention associated with this event, however the patient was given prophylactic antibiotics as precautionary measure. No additional information is available.

Manufacturer narrative:
Initial reporter first name: (B)(6). Initial reporter last name: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
H10: the actual device was not available; however, a photograph of the sample was provided for evaluation. The photograph was visually inspected which showed broken occluder legs beneath the twist sleeve. The reported condition was verified. The direct cause of the condition could not be determined; however, the damage was possibly due to exposure to chemical agents such as hydrogen peroxide, alcohol or bleach as listed on product packaging which can damage the transfer set materials. A nonconformance has been opened to address this issue. A batch review was conducted and there were no deviations found related to this condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.